Event description:
It was reported the customer's buttons and keypad was unresponsive. Customer's blood glucose was unknown. No additional information provided.

Manufacturer narrative:
Pump received with intermittent act button response due to flattened button dome switch. Pump received with cracked case at display window corners and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.